Event description:
Spouse of end user was helping the patient transfer from the device to bed when spouse was unaware the patient's leg was between the frame and curb climber wheel of the device, spouse kept pulling the pt, trying to lift the pt from the device causing a broken leg.